Event description:
It was observed during the device inspection that the bronchovideoscope had a noisy image after replacing the plug unit and he angle wire. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to electrical/electronic component. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device